Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, the synergraft aortic valve and conduit was explanted eight years post-operatively. The reason for explant was not reported.